Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that the patient had additional surgery. No assessment for product/therapy/procedure relatedness made by the investigator no assessment for product/therapy/procedure relatedness made by the sponsor no assessment for product/therapy/procedure relatedness made by the cec additional spinal surgery, log lines: spinal levels: l5, s1. Indication for this additional other spinal surgery is related to fusion failure/revision surgery. Spinal surgery is related to decompressive lumbar laminectomy exploration of fusion and instrumentation l5-s1 additional information received that the adverse event: pseudarthrosis additional information received from rep that the additional surgery is related to ae 002 pseudarthrosis that was assessed by the site as causal related to the index surgery and to the device while sponsor assessed the event as only possible related to the device.